Event description:
An (B)(6) year old female patient, in excellent health, underwent cataract surgery, which utilized the alcon lensx laser to make an incision. No complications were noted by the surgeon at the time of the procedure. One day after surgery, the patient noted discomfort in the eye and extremely poor vision, and scheduled a checkup with the surgeon's partner (also an md) two days after surgery. During the checkup the partner noted edema of the eye and increased dosage of prednisone eye drops. The patient continued to be monitored on a regular basis by the surgeon and partner. When the eye did not improve, she was referred to an ophthalmic specialist who informed her that she had 'small slits' in her eye. About a week later the surgeon informed the patient's daughter that the patient had corneal melt at the edge of her comes. When the daughter later asked the surgeon if the corneal melt was in the area of the laser usage, he confirmed that it was. A health professional operating device: dr (B)(6).